Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included menses irregular, stress, depression, fatigue, gravida ii, parity 1, cholecystectomy, gravida ((B)(6) 2006.), herpes simplex virus test positive, uti, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure and fractured sacrum. Previously administered products included for uti: cipro; for an unreported indication: yasmin on (B)(6) 2005, ortho evra on (B)(6) 2005, silver nitrate, zoloft, wellbutrin and lexapro. Concurrent conditions included abdominal cramps, bloating, constipation and nausea. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008, hyoscyamine sulfate (levsin), ibuprofen (motrin), linaclotide (linzess), loratadine (lortab) and lortab. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("allergic to nickel") and pain ("whole body pain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (complete hysterectomy with tubes removed as well). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, depression, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals and pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2005. Insertion details- essure was placed bilaterally without complication with about 2-3 coils showing on each showing excellent placement the patient is going to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression- no acute abnormality of the abdomen or pelvis. Human chorionic gonadotropin - on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included menses irregular, stress, depression, fatigue, gravida ii, parity 1, cholecystectomy, gravida ((B)(6) 2006.), herpes simplex virus test positive, uti, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure and fractured sacrum. Previously administered products included for uti: cipro; for an unreported indication: yasmin on (B)(6) 2005, ortho evra on (B)(6) 2005, silver nitrate, zoloft, wellbutrin and lexapro. Concurrent conditions included abdominal cramps, bloating, constipation and nausea. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2008, hyoscyamine sulfate (levsin), ibuprofen (motrin), linaclotide (linzess), loratadine (lortab) and lortab. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("allergic to nickel") and pain ("whole body pain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (complete hysterectomy with tubes removed as well). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, depression, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals and pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2005 insertion details- essure was placed bilaterally without complication with about 2-3 coils showing on each showing excellent placement the patient is going to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression- no acute abnormality of the abdomen or pelvis. Human chorionic gonadotropin - on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event whole body pain added. On 23-mar-2020: social media record received. New reporter added. On 1-apr-2020: reporter was added. Ir updated for pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included menses irregular, stress, depression, fatigue, gravida ii, parity 1, cholecystectomy, gravida ((B)(6) 2006.), herpes simplex virus test positive, uti, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure and fractured sacrum. Previously administered products included for uti: cipro; for an unreported indication: yasmin on (B)(6) 2005, ortho evra on (B)(6) 2005, silver nitrate, zoloft, wellbutrin and lexapro. Concurrent conditions included abdominal cramps, bloating, constipation and nausea. Concomitant products included ethinylestradiol;melengestrol (nuvaring) from (B)(6) 2007 to (B)(6) 2008, hyoscyamine sulfate (levsin), ibuprofen (motrin), linaclotide (linzess), loratadine (lortab) and lortab. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and allergy to metals ("allergic to nickel"). The patient was treated with escitalopram oxalate (lexapro) and surgery (going to have hysterectomy). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, depression, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2005 insertion details- essure was placed bilaterally without complication with about 2-3 coils showing on each showing excellent placement the patient is going to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression- no acute abnormality of the abdomen or pelvis. Human chorionic gonadotropin - on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media record received. Case was upgraded to serious incident. Event allergic to nickel was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.